Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465 ,510k# k050082 and upn# (B)(4) is approved for sale in us. H6:neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: csm it was reported that the patient underwent surgery on (B)(6) 2017. Post-op, the laminar screw at c6 backed out. Revision surgery was performed where the screw was removed on (B)(6) 2017.

Manufacturer narrative:
Below lot numbers were provided but it is unknown which is the correct lot number of the product. 0564547w, 0566191w, 0575203w, 0575205w, 0581616w. If information is provided in the future, a supplemental report will be issued.